Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: xience prime 4.0 x 33mm stent , xience v 4.0 x 12mm. There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a xience stent was implanted in a mildly calcified, non-tortuous, left main artery and two xience prime stents were implanted in the right coronary artery (rca). The next day, on (B)(6) 2013, the patient had elevated creatine kinase-muscle and brain (ck-mb) of 58.4 (normal 0.5-5.5 ng/ml). There was slow flow (ischema) in the rca. The patient was diagnosed with a myocardial infarction (mi) of the rca. There was no reported treatment for the mi. Although the patient was discharged home on (B)(6) 2013, there was a reported prolonged hospitalization occurrence. There was no additional information provided.